Manufacturer narrative:
The device was not returned for analysis and the complaint of a shorter battery life could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint therefore the cause cannot be established.

Event description:
It was reported that the patients primary cell deep brain stimulator (dbs) device had a shorter battery life. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced. The patient is doing well post-operatively. The ipg was disposed by the hospital.